Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained lead noise episodes were observed due to possible interaction with a nearby capped lead. The patient was asymptomatic. An x-ray was recommended to assess the lead position. No further information is available.